Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a faulty contact in the processor. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was not returned to olympus. However a field service engineer inspected the device, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the contacts of the light source were found to be blue a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the contacts of the light source were found to be blue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.